Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). 510k is unknown. No information has been provided to date. UDI is unknown. No product information has been provided to date. A review of the device history records showed there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. One sample returned in used condition and without its original packaging. Visual inspection performed at a distance of 12 inches under normal conditions of illumination and it was observed to have a tear. The root cause was related to the manufacturing process. As a preventive action manufacturing personnel was notified by the area trainer.

Event description:
It was reported that the device bag was torn. No patient injury was reported.